Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the lead distal conductor was covered in blood (not obstructed), the distal end was covered in blood, the helix was bent and the overlay insulation was breached cut. It was visually noted that there was apparent explant damage.

Event description:
It was reported that the lead had a loss of intrinsic amplitude the day after implant. The lead was explanted and replaced two days after implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the helix was distorted and bent, the outer insulation was breach cut, and the distal conductor and end were covered in blood (not obstructed). (B)(4).